Event description:
This rv lead was implanted on (B)(6) 2003 and remains implanted at this time. A call was placed to technical services on 08/20/2018, stating that this lead had an out of range impedance. The following physician was dr. (B)(6) at (B)(6) group in (B)(6) ml. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).